Event description:
Information was received that reported a patient was treated at urgent care in 2007 due to hyperglycemia. She reports that twice her blood glucose was measured as "high." She tried multiple troubleshooting methods but was not successful in controlling her high bg's. She was placed on an insulin drip and released an hour and a half later. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
Device evaluation: the suspect device was returned and evaluated. Functional, delivery and accuracy tests were performed, the device was found to pass all functional, delivery and accuracy tests. No operational or functional failure was detected and the product was within specification.